Event description:
The customer was hospitalized for high bgs and dka. Customer had high bgs for the last two days. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. The customer was unable to continue testing the pump, as customer has no supplies left. The customer had one "no delivery alarm", but customer changed the site after that occurrence. A replacement pump was requested.